Event description:
It was reported that the user experienced loss of glucose readings on the ilet while the dexcom g7 app continued to display values, and support guided the user to toggle the continuous glucose monitor (cgm) settings and reenter the code to restore the connection. Symptoms included no reported adverse clinical symptoms despite a glucose peak of 252 mg/dl on the dexcom app. Outcomes included continued monitoring and to call back if reconnection failed, with no hospitalization or medical intervention reported. User support included remote troubleshooting and user education to verify correct cgm model selection and to confirm and reenter the sensor pairing code. Investigation of this case revealed a communication or pairing issue between the dexcom g7 cgm and the ilet user interface, which was addressed by correcting the cgm model setting and re-pairing using the correct code. It was concluded, based on previously established findings for similar reports, that the cause was user setup or configuration error resulting in temporary signal loss to the ilet.